Manufacturer narrative:
Further information from the reporter regarding event details have been requested. No additional information is available at this time. The events of erythema syndrome, erythema, edema, and hematoma are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The physician declined allergan's request to return the device. Therefore, allergan will not receive the device and no analysis or testing will be done. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Healthcare professional reported implantation of seri and concomitant breast implants on (B)(6) 2014 during bilateral augmentation mastopexy surgery. Post-implantation on (B)(6) 2014, patient presented with bilateral redness, and later the right breast became "swollen and red" and "had to drain longer than normal for fluid build up." Treatment included exploratory surgery and partial removal of the seri on (B)(6) 2014. The healthcare professional noted "old blood discovered" during additional exploratory surgery on (B)(6) 2014. Device remains partially implanted and is unavailable for return.